Event description:
It was reported that during a low anterior resection, an unformed staple was found after the cdh29 was removed from the patient. The device was used to anastomose between the colon and the rectum. There was no difficulty in firing and removing the device. The firing handle was fully grasped and the sound of cutting washer was heard. The target tissue was cut properly and donuts were formed completely. The target tissue had been resected with a cs40g prior to using the cdh29. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.